Event description:
My husband used a philips dreamstation CPAP machine every night for about a year before he began experiencing shoulder pain. After going to several doctors, he was diagnosed with lung cancer in the fall of 2018 and died in (B)(6) of 2019. FDA safety report ID # (B)(4).